Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional.  The cause for the defective response button was a cut in the response button ribbon cable. Additionally, there was contamination found on the pcbs. The root cause for the cut response button ribbon cable could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.